Manufacturer narrative:
(B)(4).

Event description:
The pt complained of "poor therapy" since the device was implanted. In 2006, a dye study was performed; the catheter was intact and appeared intrathecal in position. The pt had been taking oral medications. As of the date of this report, the pain has increased. The pump delivered morphine. Therefore, a catheter access port dye study was performed recently (specific date not reported); it was discovered the catheter has migrated from the intrathecal to the epidural space. A catheter revision was planned to occur in the "near future". Add'l info has been requested from the hcp, but was not available as of the date of this report.